Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a saline leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotablator rotalink plus was used for treatment. During the procedure, it was noted that a saline was leaking at the midshaft portion of the device and the guidezilla could not also cross the lesion. The procedure was completed with an alternate device. There were no patient complications reported.